Event description:
It was reported that during a banding procedure shaft damage occurred. The details of the lesion are unknown. The (B)(4) balloon catheter was partially inflated and it was noted there was a small break in the balloon shaft causing a leak at the bifurcation point. The device was removed from the patient intact. No patient complications were reported and the patient's status is unknown.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).